Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. No frozen screen noted. The occlusion test could not be performed due to the keypad anomaly; therefore, the air bubble anomaly was not confirmed. The device was received with cracked display window corners, reservoir tube, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The customer stated that there was an air bubble in the tubing of the infusion set, and then the insulin pump had ramping numbers and froze. The blood glucose reading was 131 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.